Event description:
The user reported that the solution would not flow in the tubing when piggybacking a set and the pump alarmed "upstream occlusion" as intended during use on a patient. There was no patient consequence.